Manufacturer narrative:
The insulin pump was received with blank display and audio beeps due to cracked and bleeding lcd glass. The insulin pump was missing the retainer and the reservoir tube o-ring. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to lcd physical damage. The insulin pump had minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, peeling end cap address label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped nor bumped. The customer stated that the insulin beeps but nothing would display on the screen. The customer stated that the insulin pump will not return back to normal when new battery was inserted. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.